Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the customer experienced hyperglycemia. The customer was hospitalized and in the intensive care unit with severe low and found unresponsive. Troubleshooting was performed. Customer stated that large amount of bolus was delivered due to miss steps in the rewinding procedure. It was unknown whether the device used with in the 48 hours of the reported event and smart guard/auto mode feature status was also unknown. No further patient complications were reported. It is unknown whether customer will continue or discontinue the use of device. The device will not be returned for analysis.

Event description:
Missed/corrected description: customer's doctor reported to the territory manager that customer was found unresponsive and hospitalized for a low. Clinical territory manager talked with wife and found that customer woke up high on the morning of (B)(6), 2022 and they changed the insulin/set. However, that was not in the pump history. Pump history showed no data and no boluses given. Helpline told customer's wife that they might have missed steps of rewinding and a large bolus was given to the customer. Customer's wife admitted that tubing was connected to infusion set when she put the reservoir into the unrewound pump. Customer remained unresponsive post seizures. Customer's wife said customer was wearing libre and ignored alerts. Pump was used at the time of the incident. Customer used a competitor's sensor. So, auto mode was not used.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Information has been corrected which was missed in the initial report. The information has been provided in section b5 with this report. Information provided in the initial report in section h6 under health effect - impact code 4613 was incorrect. The correct information has been provided  with this report in section h6 under health effect - impact code : 2199.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Information has been corrected which was not correct in the initial report. The information has been provided in section b5 with this report. The initial report was submitted with missing information. The information had been updated and provided with this report in section h6. Health effect ¿ impact code & health effect - clinical code had been updated and added and provided with this report in section h6.

Event description:
Customer's doctor reported to the territory manager that customer was found unresponsive and hospitalized for a low. Clinical territory manager talked with wife and found that customer woke up high on the morning of november 2, 2022 and they changed the insulin/set. However, that was not in the pump history. Pump history showed no data and no boluses given. Helpline told customer's wife that they might have missed steps of rewinding and a large bolus was given to the customer. Customer's wife admitted that tubing was connected to infusion set when she put the reservoir into the unrewound pump. Customer remained unresponsive post seizures. Customer's wife said customer was wearing libre and ignored alerts. Pump was used at the time of the incident. Customer used a competitor's sensor. So, auto mode was not used.